Event description:
The complainant reported a patient with unknown ethnicity post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During the support high purge pressure and low purge flows developed. The purge cassette was replaced to resolve the noted issues. No patient harm reported.

Manufacturer narrative:
Product and data log were not provided for investigation. Purge cassette replacement successfully resolved the high purge pressure and low purge flow alarm. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
E4 should have been left blank on manufacturer device report 1220648-2024-14909. G1 reporting contact email revised on manufacturer device report 1220648-2024-14909 in accordance with updated procedures.